Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord had more resistance than allowed in electrical tests. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that the power cord had more resistance than allowed in electrical tests the bench service engineer (bse) determined a replacement of the power cord was necessary. The investigation is ongoing.

Manufacturer narrative:
It was discovered that the power cord had more resistance than allowed in electrical tests the bench service engineer (bse) determined a replacement of the power cord was necessary. The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.